Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd plastipak¿ concentric luer lock syringes leaked from the level of the piston during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "description of the facts: "during the filling of the syringe, we noticed a leak at the level of the piston and this on several syringes of the same batch. " the syringes leak either at the level of the piston or in the middle because pierced... Five different departments have reported this problem to us. For this reason, an internal withdrawal of the lot was carried out and to date, approximately 2000 syringes of this lot are set aside in the pharmacy... No patient consequence because defect noticed upstream.

Manufacturer narrative:
H6: investigation summary: photo received by our quality team for investigation. Through visual evaluation, a syringe is displayed, no defects or issues observed. Physical sample is required to further analyze. A device history review was performed for reported lot 2211032, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Ten retained samples were used for additional evaluation. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 15 bd plastipak¿ concentric luer lock syringes leaked from the level of the piston during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "description of the facts: "during the filling of the syringe, we noticed a leak at the level of the piston and this on several syringes of the same batch. " the syringes leak either at the level of the piston or in the middle because pierced... Five different departments have reported this problem to us. For this reason, an internal withdrawal of the lot was carried out and to date, approximately 2000 syringes of this lot are set aside in the pharmacy... No patient consequence because defect noticed upstream."